Event description:
Reportable based on device analysis completed on 25may2022. It was reported that the stent got smashed when advanced and the inner part of the device was damaged. The target lesion was located in the ductus arteriosus. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, the physician used the guidezilla 6f then a 5mm non-boston scientific stent was advanced and passed through easily. Then a second non-boston scientific stent of 4.5mm was advanced, however it was noted that there was damage in the proximal side and it got smashed. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that there was partial collar and shaft detachment.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. There was blood present in the shaft of the device. There was partial collar and shaft detachment. The damage to the collar and shaft is consistent with the device being torqued/twisted in one direction by the user during use. At 20.7cm-24.4cm, (the shaft to tip end) the shaft, markerband, and tip were flattened. The flattened shaft, tip and markerband, as well as partial collar and shaft detachment found to the device during analysis would likely cause resistance upon entry and advancement of the device. No other issues were identified during the product analysis.